Manufacturer narrative:
Customer reported issue with battery on this pump. During evaluation accuracy tests were performed and an overinfusion was confirmed. CAPA mdq-CAPA-48 was issued on october 04 and is currently in the investigative stage to resolve this issue.

Event description:
During service evaluation of this pump, accuracy tests were performed and an overinfusion was found. Per the data log, programmed settings were as follows: set selected: macro set; pressure: high; profile: intermittent; time of complete infusion: 24 hours; bag volume: 150.0 ml; number of doses: 4; dose rate: 36.5 ml/hr; time to complete dose: 1 hour; dose volume: 36.5 ml; ko rate: 0.2 ml/hr; power: battery; delay: no delay; the infusion was started at 9:43 a.m. (2005); the infusion was completed at 9:43 a.m. (2005); data log reported an infusion of 150.0 ml.